Event description:
The user facility reported that a portion of the guidewire was sheared during a double lumen mediport placement procedure. Follow-up communication confirmed: the patient underwent the mediport placement procedure on (B)(6) 2013; during the procedure the physician reported encountering difficulty "threading the guidewire;" however, the procedure was completed successfully; on (B)(6) 2013 the patient returned to another hospital with lower back pain; at that time an MRI of the thoracic spine was performed and a foreign body was noted in the right pulmonary artery; subsequently, the patient was taken to interventional radiology on (B)(6) 2013 where she underwent successful removal of the foreign material; and the patient was reported to be discharged on (B)(6) 2013 in stable condition.

Manufacturer narrative:
(B)(4). The involved device has not been returned for evaluation. Inspection and testing of a retained sample from the reported lot confirmed that there were no anomalies or defects and performance specifications were met. A review of the device history record indicated that there were no production related problems. A review of the complaint files confirmed that this lot number has not been reported previously. Although the cause of the reported event cannot be definitively determined based upon the available information, there is no evidence that this event was related to a device defect or malfunction. The device labeling does address the potential for damage or separation of the polyurethane coating of the glidewire under certain conditions. Specific statements in the warnings / precautions section include: "do not manipulate or withdraw the glidewire through a metal entry needle or a metal dilator. Manipulation and/or withdrawal through a metal entry needle or a metal dilator may result in destruction and/or separation of the outer polyurethane coating requiring retrieval;" and "do not use the glidewire with devices which contain metal part such as atherectomy catheters, laser catheter, or metal introduction devices as they may cause the glidewire plastic coating to shear and/or sever the wire." All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. (B)(4).